Event description:
The customer reported via phone call that the escape button does not always work on the insulin pump. Customer stated that they noticed the issue starting about 2 weeks ago and it is getting worse. Customer's blood glucose was 142 mg/dl at the time of the incident. Customer found sweat on the keypad. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the device and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.